Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that her blood glucose was 400 mg/dl. The customer declined to troubleshoot for the high blood glucose on saturday. The customer stated that she treated with a manual injection. The insulin pump will not be returned for analysis.